Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem.

Event description:
The international customer reported the ventilator alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A data acquisition failure during normal ventilation operation may result in a vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device service pending.